Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled.

Event description:
It was reported that during the implant attempt it was discovered that the superior vena cava was totally occluded just distal of the introducer. The lead was not implanted. No patient complications have been reported as a result of this event.